Event description:
It was reported that the customer was taken to the hospital due to a (B)(6) infection. The customer was wearing the sensor in the abdomen at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.